Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that they wanted to know if there were any reports of the tubing coming off. Customer stated that for the last week and a half or two weeks the tubing would come loose and cause high blood glucose. Customer stated she had gone through probably 5 or more sets and they all did the same thing. The customer stated blood glucose was unknown but over 400mg/dl or 500mg/dl. The customer was treating with pump and manual injection. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.